Manufacturer narrative:
The cause for the observed failure was not definitively determined from the complaint, but is likely due to an overload condition being applied. It had been noted that the driver was used without the torque limiting handle. This could have resulted in subjecting the driver to higher loading conditions than are specified for tightening the lock screws. High torsion loading in and of itself or combined with bending moments could lead to the brittle failure observed. No corrective actions are being recommended at this time due to the manner in which the device was being used at the time of failure, and due to the low failure rate of this device. Review of manufacturing history records found a total of (B)(4) pieces were released for distribution on 7/1/2013 with no deviation or anomalies. A two-year complaint history review found this to be the first report of this nature for this lot. No trend was identified for reports of this nature.

Event description:
It was reported that the tip of the lock-screw torque driver (39-rd-0060) broke while tightening the lock-screw. It was noted that the scrub tech assembled the driver with a regular t-handle instead of the torque limiting handle. The broken tip was easily removed from the lock-screw and the procedure was completed using the second driver and correct torque limiting handle available in the set. There was no injury to the patient or delay to the procedure as a result.